Event description:
(B)(4). I was perfectly healthy and active until this hell was inserted into my body!

Event description:
(B)(4). Since I have had essure implanted in (B)(6) 2011, it has been a nightmare. The first seven months were fine, and that's when I had my first episode. The pain was so unbearable I was about to take myself to the ER because I had no idea what was going on. It was later that day that I figured out it was from the toxic device I had inserted in my body. I am most definitely not the same person I was prior to having this evil device put in me. I can not wait until I am able to get it removed and be the person I was... To be the mother my kids deserve!